Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 76-year-old male underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered av block after the ablation. Ventricular tachycardia (vt) was stopped but av block occurred at the same time immediately after the ablation. Since the patient had an implantable cardioverter defibrillator (ICD), av simultaneous pacing was performed with dual chamber pacing (ddd) setting. The procedure was then completed without any problem. The patient returned to the ward. Because the left bundle branch was involved in vt, it was judged that it would not stop unless energized and continued energized. The physician's opinion on the relationship between the event and the product was there was no defect in the product, and the power was turned on to stop vt. No abnormalities were observed prior to or during use of the product. The patient had a pacemaker and heart failure worsened due to frequent vt. This ablation was performed for vt termination. There was no mention about the tube set. No failure reported on the smartablate irr tube set (sat001). The patient outcome of the adverse event was improved. Relevant tests/laboratory data: the patient had a pacemaker. ¿vt occurred often and heart failure became worsened¿.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Section h3. Has been updated. A manufacturing record evaluation (mre) was performed for the finished device and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).